Event description:
The regional sales manager was notified by the hosp that the instrument was used during a laparoscopic procedure and the jaw of the needle holder broke off during use. X-rays were taken and the jaw was visualized in the pt. The type of catalog number was not identified at this time. The instrument was picked up from the hosp in 2003 and was identified as an instrument by the sales manager. The instrument was received 28 days later for evaluation and will be sent to the manufacturer for evaluation. The patient required a re-operation to retrieve the broken piece. To date, no further patient information is available.